Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an rf ablation procedure, the pacing rate was varying from 30 - 60 beats per minute. The pulse generator exhibited noise and was programmed to voo. The ablation noise inhibited right ventricular pacing and the heart rate dropped from 40 bpm to 27 bpm. The patient was taken off ablation. The device was reprogrammed to voo 60 bpm to prevent inhibition. The patient was in stable condition post procedure.